Event description:
It was reported the patient needed an MRI for an unrelated issue but could not have it because he had an implantable neurostimulator (ins). It was stated over a couple months prior to report the patient walked out of the main doors of (B)(6) and his stimulation shocked him. It was noted it hurt for quite a while but it did go away. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3093-28, lot# v452164, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v668700, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the shocking occurred when the implantable neurostimulator (ins) was off or set low.

Manufacturer narrative:
(B)(4).